Event description:
Additional information received notes that on (B)(6) 2017, there was no sensing, pacing or capture. Lead dislodgement or mechanical malfunction of lead was suspected. The pace/sense portion of the lead was capped on (B)(6) 2017 and hv portion was kept in use. The old abandoned pace/sense lead was tested normal and so was connected to the device. Normal pacing was reestablished and the event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, oversensing of noise and increased thresholds were observed on the rv lead. The noise was reproducible with pocket manipulation. The pace/sense portion of the lead was capped on (B)(6) 2017 and hv portion was kept in use. The patient also had old inactive competitive lead implanted. The pace/sense portion of the old lead was uncapped and reconnected to the device. The patient¿s condition was stable before, during, and after the procedure.